Event description:
Report is not for actual harm to a patient, but for the design of the product that our reprocessing department feels could leave the equipment unsterilized. The concern is that there are internal chambers in this driver that can retain variable numbers of screw parts that break off; these are sometimes noticeable on exam, sometimes not. These parts are patient-contaminated, having been in the surgical wound. If not removed, these create a metal-to-metal contact that does not promote cleaning thoroughly, and the contact points remain contaminated. Sending the potentially contaminated bio-matter through steam sterilization inside of a cannulated chamber has no assurances of cleanliness or sterilization.